Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. Visual inspection found no damage to the instrument. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failed, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has requested the medium large clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted ovarian cystectomy surgical procedure, the medium large clip applier instrument would not able to apply clips. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no physical damage noted. The instrument was not able to lock the clip. There was no issues with the clip application. There was no allegation of loose cable or non-intuitive motion. There was no patient injury and the procedure was completed robotically. Hem-o-lok clips were used with the clip applier instrument. The clip applier instrument would not close after ligation.